Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that all of the insulin squirted out during the manual prime. The patient's blood glucose at the time of incident was 205 mg/dl. During troubleshooting the customer confirmed that insulin continued to drip after the motor stopped during the manual prime process. Additionally, the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test for prime or fill anomalies due to compromised force sensor system alarm.